Event description:
Periprosthetic fracture --sl-plus stem standard / revision due to periprosthetic fracture after trauma-- patient had sl stem implanted with r3 shell, ceramic size 56 liner and ceramic 36mm head. Patient fell on (B)(6) and fractured femur, where the sl stem broke through the femur during incident. On (B)(6), dr (B)(6) did a revision on the patient, where he removed the sl stem and the ceramic liner and ball head. He replaced the sl stem with a redapt pf stem and changed the r3 ceramic liner to a poly liner and an oxinium head. No implants will be returned as the patient wanted it for himself.